Event description:
User alleges that during rewarming resuscitation therapy the av-300 set leaked at the connector. A second set was brought into the or and another set was initiated, the set also leaked at the connection site. At the same time the doctor was trying to insert the catheter into the patient, however, it was difficult to insert because it was kinked. When the doctor flushed the set, saline squirted out through a crack in the lumen of the plastic. The catheter was removed and replaced with different one. User further alleges that the patient care was compromised due to these products.it is unclear to what degree these problems impaced the patient's final outcome.